Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2019-00237 and 3006705815-2019-00250. It was reported the patient¿s stimulation from the scs system decreases by itself. Diagnostic testing revealed high and low impedance values on multiple contacts. Reprogramming was unable to provide resolution. As a result, the patient will undergo surgical intervention on a later date to address the issues.

Event description:
Device 2 of 3. Reference MFR. Report#: 3006705815-2019-00237 and 3006705815-2019-00250. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the lead was replaced and connected to the original ipg. Issue resolved and therapy has been restored.